Event description:
It was reported the system failed to retrieve saved image. There iss no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor board and system hard drive were evaluated and reseated. The system was tested and found to be working as intended and returned to service.